Event description:
It was reported to philips that the system's image quality was poor, leading to the cancellation of the procedure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing the diagnostic procedure but was unable to complete the study on the same system because of the image quality issue. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that poor image quality. Fse reviewed the system logs using the cat tool and identified that the frame grabber cards in the flex viewing pc were malfunctioning. But when log files were technically investigated, they did not show any errors related to the grabber card. To resolve the issue, fse replaced the flex viewing pc and installed the software. The flex viewing pc has been returned for analysis and the cause of the flex viewing pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the flex viewing pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.